Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a complete loss of image when the bending section was manipulated. The cause of the user's experience was attributed to a broken charge coupled device (ccd) wire at the bending section due to extensive use. This report is being filed as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. The procedure was reportedly completed with a different, but similar device. There was no pt injury or further info provided.